Manufacturer narrative:
Device evaluation summary: it was reported that a 62 year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 175cc and experienced deflation on the left breast implant. The deflation was confirmed via mammogram. As a result, the patient underwent removal of the implant on (B)(6) 2018. Two devices were returned to mentor without fluid inside. Brown material was observed within the device. Yellow, white, blue and brown material was observed on the shell surface. The mentor product analysis lab discovered on device a a rent measuring approximately 0.5 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. On the other hand, device b presented several lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device and two rents measuring 0.5 cm and 0.4 cm located on the posterior aspect. Both rents gave no evidence of instrument damaged under microscopic examination. No other anomalies were observed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow, white, blue and brown material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 325cc saline breast implant, catalog # 3542650, lot # 211867. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 175cc and experienced deflation on the left breast implant. The deflation was confirmed via mammogram. As a result, the patient underwent removal of the implant on (B)(6) 2018.